Event description:
It was reported that 1 of the biosteon screws broke, the others changed their position after being implanted.

Manufacturer narrative:
Add'l info will be provided once investigation is complete.